Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer and a healthcare provider (hcp). It was stated that the patient's hcp was a podiatrist and not an anesthesiologist, which was why "he was a little afraid". A catheter and dye study were scheduled for (B)(6) 2017 to determine the cause of the volume discrepancy. The hcp was also considering doing a rotor study and, depending on the results, would meet with the implanting neurosurgeon to discuss replacement. The cause was not determined, however the hcp did mention that an 80% volume discrepancy exceeded the threshold for necessitating an investigation into the pump/catheter malfunction. The hcp did not know if there was a tear in the catheter, but the dye study would be done to determine that. The patient was experiencing a worsening of back pain, but was not experiencing baclofen withdrawals, with no itching or hallucinations. The patient was also experiencing other issues, but it was stated those were related to the patient's primary care. It was further noted the patient did not receive primary care. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from consumer on 2018-jan-09 indicated the failures were under investigation. The patient had injuries of pain and failure of therapy and were under investigation. The date of injury was under investigation. No further complications were reported.

Event description:
Information was received from a consumer regarding a patient receiving unknown medications via an implanted pump. Per the reporter, there were 4 different drugs being used in the pump, but she did not know the names of the medications, doses, or concentrations. The drugs had not changed since the event started; however, per the reporter, sometimes they would up it and sometimes they wouldn¿t. The indication for pump use was failed back surgery syndrome ¿ other and non-malignant pain. On (B)(6) 2017 the reporter was calling for hcp (healthcare professional) listings because their previous hcp had left the practice. There was a new doctor the patient was seeing, but this doctor was extremely far away and per the reporter didn¿t know anything about the pump. The reporter was feeling that the pump was malfunctioning and that the patient may need an MRI as the pump didn¿t seem to be pumping well. This started a few months ago. The patient had a nurse that came in every month to month and a half to refill the pump and she said she was taking out 80% of the medication when aspirating the pump and that it was not functioning correctly. The new managing doctor was told about it and did not do anything. The nurse thought that maybe the patient needed an MRI to see if anything ¿jiggled the wrong way to see if wasn¿t feeding correctly into the spine or if there were any malfunctions¿. The managing physician said he thought there needed to be an MRI, but hadn¿t ordered one. The patient¿s symptom was pain. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative (rep). It was reported that they were at a pump explant today. The rep stated that patient was disgruntle and was having pump removed because it didn't work. The patient requested to take the pump home. Patient was receiving hydromorphone, 6.0 mg/ml concentration, lioresal, 500 mcg/ml concentration, clonidine, 1750 mcg/ml concentration and bupivacaine, 25 mg/ml concentration at unknown dose. No further complications were reported.